Event description:
In 2009, pt's husband reported the pt "has had a lot of trouble with last batch of infusion sets." He reported her blood glucose is staying in 300-400 mg/dl range and stated pt does not believe insulin is flowing through the infusion tubing. Husband reported the pt boluses as a correction and then her blood glucose will drop. On call back pt reported that her blood glucose has been elevated and that she noticed air bubbles in the tubing and cartridge appearing the day after she inserts and primes a newly filled cartridge. Educated her on the correct way to remove and insert a cartridge. She stated that she will notice the air bubbles a day after inserting and priming a new cartridge. She stated she had not been doing these procedures. Pt reported concern was with air bubbles appearing in the tubing while infusion device was in use. She stated she would visually inspect tubing and noticed a "gap" and the gaps were present in middle of tubing. Pt reported no alerts or errors were received on the infusion device and that her blood glucose stayed in 300-400 mg/dl range for approx 2 weeks. Pt stated she only noticed air bubbles in the infusion tubing, not in the cartridge. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.